Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.0mm drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. Placeholder.

Event description:
It was reported that a 2.0 millimeter drill bit, part number 310.21, broke off inside the patient while drilling a pilot hole through a lateral distal humerus plate. The surgeon was able to retrieve the broken piece of drill bit easily without additional medical intervention. There was about a five minute delay in the procedure. The procedure was completed successfully and the patient status is reported as good. This is report 1 of 1 for complaint (B)(4).